Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. Visual examination of the sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Based on evaluation results, complaint is confirmed for shard penetration.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and topical skin adhesive was used. The glass ampule cracked and piece of glass came through. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4)